Event description:
The customer reported that discordant results were obtained on short sample(s) on an atellica ch 930 analyzer. No further details were provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (us) customer contacted a siemens customer care center (ccc) to report that discordant results were obtained on short sample(s) on an atellica ch 930 analyzer. Siemens remotely reviewed the operator event log and observed issues with the dilution probe. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse proactively replaced the dilution probe. Siemens reviewed the quality control (qc) and sample data, which indicated that qc was acceptable, and no outliers were observed. Siemens concluded that a sample integrity issue potentially caused the event. The instrument is performing according to specifications. No further evaluation of this instrument is required.